Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the programmed site reminder did not declare when it was supposed to. Reportedly, the reminder was programmed to declare at 7am, and never annunciated. Customer stated they remembered to change their cartridge on their own. Customer declined any further follow up on the reported issue. There was no reported impact to customer's blood glucose level.